Manufacturer narrative:
Investigation report: a product deficiency was not reported or found. Technical service attempted to call the customer, but was unable to make contact, even after three attempts. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Attempts to contact the customers made to no avail.

Event description:
The consumer reported getting a drop of reagent solution in their eye with binaxnow covid-19 self test. Although requested, additional information including patient treatment and outcome was not provided.